Event description:
It was reported that the patient presented in the hospital with chest pain. Perforation was observed. The lead was explanted and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.